Event description:
It was reported that the ipg would no longer hold a charge. The patient underwent an ipg replacement procedure and was doing well post-operatively. The explanted device was not returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately (B)(6) 2023.